Event description:
Spontaneous call from patient who states sn# (B)(4) is alarming with error message "error 1320" and unable to troubleshoot. Advised pump needs to be brought in to assess. Patient has a backup pump to switch to. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. What is the serial number of the malfunction pump? (B)(4). Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength 2.5 mg/ml. Dose or amount: 40ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.